Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4 atmospheres for 15 seconds. The device was removed without any problems. There were no patient injury was reported.